Event description:
Patient reported the up and down buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result of the leaky soft components, moisture may enter the pump and cause damage to the electronics. The up and down button do not respond to commands due to the contamination inside the button.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.